Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a farawave pulse field ablation catheter was selected for use. During catheter preparation, it was discovered that the farawave box had been opened and re-taped, and it had arrived at the facility in that state. No patient complications were reported. The device is not expected to return for laboratory analysis.